Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer unable to upload pump to carelink and during attempt to upload from pump it fails. Customer tried reinstalling app, restarting pc, uninstalling ba and tried installing version 3.7.0. But gives the same error that the insulin pump could not be found. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue use the care link application and device will not be returned for analysis.

Manufacturer narrative:
Complaint summary: customer reported being unable to upload pump data successfully. Investigation/testing summary: reproducing the customer's issue, with carelink uploader 3.7.0 and 3.9.0 was not attempted. As, the type of error identified in the application logs cannot be replicated. Based on information gathered from carelink uploader application logs, the issue was being caused by a communications protocol fault between carelink uploader and the ble adapter driver. Attempted to gather detailed logs through a control code and asked helpline to have customer attempt another upload. However, helpline reported the issue resolved and that no further troubleshooting would be possible. The following steps to resolve the issue were provided to the technical support: internal communication network error, exceptiontype = see_error_code, error code = (9803)"" might be the pump or blue adapter that has failed. Could the customer attempt to upload from another computer or from the mobile app? The helpline has provided us with feedback that the issue is resolved. However they did not state what helped resolve the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the pch00098029 document. (Most likely) root cause: based on error seen in logs and sudden resolution of issue without carelink intervention the most likely cause of issue was an incorrect driver being installed. Either directly by customer or as sometimes observed a windows update. Analysis summary: the carelink support team helpline team did not identify cause of resolution of issue as logs were of limited usefulness and customer did not report cause of resolution to helpline. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.